Event description:
It was reported that post a coronary drug eluting stenting treatment procedure, stent thrombosis and vessel dissection occurred. A physician at a different facility implanted an unknown size taxus express2 drug eluting stent in the left anterior descending (lad). An unspecified amount of time later, the patient presented with a myocardial infarction and a thrombosis was found in the lad. Edge dissections were noted in the proximal and distal portions of the stent. The physician performed several balloon angioplasties on the taxus stent in the lad, using a maverick balloon (unknown size) on the distal end and a quantum maverick (unknown size) on the proximal portion. The physician was then able to advance a wire into the taxus stent, and then treated the dissections with liberte bare metal stents. Further information has been requested, but has not been received.

Manufacturer narrative:
Device analysis. The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event.